Event description:
It was reported an infection occurred. It was further reported the right ventricular lead had high thresholds. The patient is reported to have had open heart surgery and the threshold was elevated post-surgery. It was further reported the right atrial lead had high impedance and a confirmed fracture. The leads were capped and replaced. The device will be replaced after the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).